Event description:
Catheter sheared after pt did aggresive sit-ups, after not being able to exercise for many years prior to the catheter fracturing. The distal portion of the catheter remains in the pt, and a new catheter was inserted.

Manufacturer narrative:
12/18/1997: g1-manufacturing site information corrected and provided.